Manufacturer narrative:
Results of investigation: vyaire medical determined root cause as due to defective blower on inspiration block. Vyaire medical representative went onsite and confirmed device blower issue. As a resolution, the vent replaced with new bellavista ventilator.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, upon checking the unit, it would not pass the circuit test. Also, tried to calibrate zero pressure but would not accept. Log files were provided. The field service representative returned and unboxed a new bellavista and replaced the broken onbe. The software was updated to .19 and the data files from the other bv was uploaded. The blower was changed to mircronel, photonic and blower were calibrated. 2 point o2 calibration passed,circuit test was successful and performance test passed. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us blower temperature is high and the blower is making a loud noise. Furthermore, there was no patient involvement associated with the reported event.